Manufacturer narrative:
Country of origin is (B)(6). The field service engineer, replaced the sample/reagent probe and pinch tubes in addition to performing checks and adjustments that were acceptable. It was also noted that the probe voltage was above specifications and was adjusted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys c-peptide results from the cobas e411 disk analyzer. The initial result was 0.028ng/ml and the rerun result was 2.12ng/ml. No questionable results were reported outside the laboratory. The reagent lot number was 359483. The expiration date was provided as '03/2020'.